Event description:
Patient was to have renal artery stent. Stent size was repeated to physician by nurse and scrub tech before opening. Stent was too long and came off balloon in aorta. It was retrieved with a snare wire but unable to remove via sheath set. Patient sent to or for removal - stable condition.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: misapplication of device, guidewire. Conclusion: user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.